Manufacturer narrative:
The device and lead were replaced on (B)(6) 2023. During the replacement, the lead broke off while trying to get it out of the header. Therefore, the cardiologist cut the previous lead and capped it.

Manufacturer narrative:
The device and lead were replaced on (B)(6) 2023. During the replacement, the lead broke off while trying to get it out of the header. Therefore, the cardiologist cut the previous lead and capped it. Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The returned lead fragment was analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. The df1 connector pin was found fractured, which most likely resulted from the extraction procedure due to tensile stress when removing it from the devices header. A thorough analysis of the returned lead proximal fragment and provided x-ray did not reveal any deviations that might have contributed to the reported clinical observations. Due to the fragmented state of the lead and missing distal fragment, the root cause of the reported shocks delivery could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing with inappropriate therapies was observed via homemonitoring. A lead failure (insulation breach) suspected. Lead currently remains implanted. Should additional information be received, this file will be updated.